Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing and the atrial lead exhibited an inappropriate mode switch due to the noise oversensing. No intervention was performed and the patient experienced no consequences.